Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case (B)(4)) in united states on 19-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 with lot number 623217. The consumer received the following concomitant medication: cetirizine (cetirizine) and azelastine (azelastine). Consumer reported she went to her physician with complaint of very heavy menstrual cycles, abnormal menstrual cycles and mild cramping. He ordered an ultrasound. Upon viewing the ultrasound, they found that one of her essure devices has dislodged itself and is in endometrial lining. A hysteroscopy with dilatation and curettage was scheduled to retrieve the device, removal of the other essure coil and tubal ligation via laparoscopy. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in ultrasound it was seen that one of one of her essure devices has dislodged itself and is in endometrial lining. A hysteroscopy with dilatation and curettage was scheduled to retrieve the device. This event, seen as device embedment, is serious due to medical importance and listed in the reference safety information for essure. Considering essure coils may dislocate and embed into uterus or fallopian tubes, causality with essure use cannot be excluded. Since an intervention will be required (hysteroscopy with d&c), this case is regarded as incident. Non-serious events were also informed. Technical assessment and further information are expected.

Manufacturer narrative:
Follow up information received on 07-mar-2016: uterine / tubal perforation with essure questionnaire received. Patient was gravida 2, para 1, spontaneous abortion 1 and 1 c-section. As previous gynecological intervention she had a curettage and a cesarean. On (B)(6)-2009 she had essure inserted, lot number 623217. Her last menstrual period was on (B)(6)-2009. She was on oral contraceptives. Her last delivery was via c-section and she was not breastfeeding at time of insertion. No abnormal findings prior to insertion. Cervical dilatation and analgesia - local anesthesia with ropivacaine were applied during insertion. Insertion and visualization of tubal os were difficult - ostea were stenotic graspers used to open ostia. No fluid loss over 1500cc and procedure did not take more than 20 minutes. No complaints immediately after insertion. Sixteen coils were in uterine cavity on left side, healthcare professional believed that it may not have met criteria for correct placement. On (B)(6)-2009 hysterosalpingogram confirmed tubal occlusion. Patient was advised to rely on essure. No perforation occurred. Essure was in correct position on left and right side. In 2015 patient presented with dysfunctional bleeding. On (B)(6)-2015 essure was removed via hysteroscopy / laparoscopy. It was medically necessary to remove essure and patient requested. No signs of infection, inflammation on the pathology results. No complications. Patient has recovered. Follow up information received on 09-mar-2016: no new clinical information. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in ultrasound it was seen that one of one of her essure devices has dislodged itself and is in endometrial lining. Hysteroscopy with dilation and curettage, salpingectomy of left tube and laparoscopic tubal ligation were performed for essure removal. According to follow up information, she also experienced heavy bleeding (dysfunctional) and had frequent diagnosis of recurrent bacterial infections after essure. These events, seen as device embedment, genital bleeding and vaginosis bacterial, are serious due to medical importance and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the fact that the essure coils may dislocate and embed into uterus or fallopian tubes, causality between these two events and essure use cannot be excluded. Bacterial infections may occur frequently associated to essure insertion. In this case, it is not clear the exact date and circumstances of this event. However, considering the implied temporal relationship, causality with essure use cannot be excluded. Since an intervention was performed, this case is regarded as incident. Non-serious events were also informed. Technical assessment is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information was received on 04-jan-2016 via consumer questionnaire. Consumer's date of birth, weight and height were provided. This report refers to a (B)(6) female consumer. Previous gynecological problems or procedures included hpv, elective dilation and curettage in 1990 for unwanted pregnancy, colposcopy, leep (loop electrosurgical excision procedure). Concomitant condition included obesity. In (B)(6) 2009, five years after last pregnancy, essure lot number 623217 was implanted. Back-up contraception was not used after essure insertion and before total occlusion confirmation. Frequent diagnosis of bacterial vaginosis after essure placement was reported. In (B)(6) 2009 (3 months post insertion), hsg (hysterosalpingogram) was performed and physician should have confirmed essure placement and occlusion of tubes. In the past year, on unspecified date she started experiencing heavy bleeding, mild cramping and irregular periods. On (B)(6) 2015 ultrasound was performed and showed migration of essure coil to endometrium. On (B)(6) 2015 essure was removed from endometrium. Hysteroscopy with dilation and curettage, salpingectomy of left tube and laparoscopic tubal ligation were performed for essure removal. There were no signs and symptoms of infection. She recovered from the essure removal procedure. She was still experiencing a little tender to abdomen as the surgery was done 2 weeks prior to this report. It was reported that her menstrual cycle back to normal after surgery. She believes the condition was caused by essure devices. She never had a history of irregular cycles or heavy bleeding with cycles. Other symptoms were not reported as she was unsure at that time if was related or not, such as fatigue, swelling to lower extremities, joint pain, decreased sex drive. She was waiting to see if those improve. She was very unhappy about expenses included for removal and traditional tubal ligation due to failure of device. She was thankful no organs were perforated. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in ultrassound it was seen that one of one of her essure devices has dislodged itself and is in endometrial lining. Hysteroscopy with dilation and curettage, salpingectomy of left tube and laparoscopic tubal ligation were performed for essure removal. This event, seen as device embedment, is serious due to medical importance and listed in the reference safety information for essure. Considering essure coils may dislocate and embed into uterus or fallopian tubes, causality with essure use cannot be excluded. Since an intervention was performed, this case is regarded as incident. Non-serious events were also informed. Technical assessment is expected.

Manufacturer narrative:
Follow-up information received on 13-apr-2016: despite follow-up attempts, no response was given to date. Quality safety evaluation received on 16-may-2016: ptc global number (B)(4). Lot number 623217, production date mar-2009 and expiration date mar-2012. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and in ultrasound it was seen that one of one of her essure devices has dislodged itself and is in endometrial lining. Hysteroscopy with dilation and curettage, salpingectomy of left tube and laparoscopic tubal ligation were performed for essure removal. According to follow up information, she also experienced heavy bleeding (dysfunctional) and had frequent diagnosis of recurrent bacterial infections after essure. These events, seen as device embedment, genital bleeding and vaginosis bacterial, are serious due to medical importance and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the fact that the essure coils may dislocate and embed into uterus or fallopian tubes, causality between these two events and essure use cannot be excluded. Bacterial infections may occur frequently associated to essure insertion. In this case, it is not clear the exact date and circumstances of this event. However, considering the implied temporal relationship, causality with essure use cannot be excluded. Since an intervention was performed, this case is regarded as incident. Non-serious events were also reported. Based on the available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical event and a quality defect.